Event description:
It was reported that the patient experienced phrenic nerve stimulation. Lead repositioning resolved the phrenic nerve stimulation issue but capture thresholds increased. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.